Event description:
Reportedly, the physician did not observe the MRI programming. The physician has chosen pacing mode doo in the egm. He has deactivated the MRI mode to set again the MRI programming but the manual mode had disappeared. Therefore, he set the automatic MRI mode before the MRI exam.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - the pacemaker has been interrogated a first time with MRI mode set at off (at 13:04). - afterwards, the MRI mode was successfully programmed to auto (13:07). - at the same time, the user has tried to program the MRI mode manually while the MRI mode was already set at auto. - it should be noted that once it is programmed to auto, it must be deactivated (set to off) first before programming the manual MRI mode. - once the MRI mode is set to off, the manual MRI mode function will be available. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the physician did not observe the MRI programming. The physician has chosen pacing mode doo in the egm. He has deactivated the MRI mode to set again the MRI programming but the manual mode had diseappeared. Therefore, he set the automatic MRI mode before the MRI exam.